Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot number and expiration date are not currently available.

Event description:
It was reported that during the shoulder arthroscopy the metal plate flaked off in the front of the plasma field. There were no known patient consequences. The information being submitted for this complaint are all the details that are known/available regarding this event.

Manufacturer narrative:
This complaint is a duplicate of the complaint (B)(4) which has been filed under (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number and expiration date are unknown.